Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation, however photos were provided for review. A screenshot during the case shows the "system console is bad" message. A relationship between the reported event and the device was confirmed. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event may be associated with a loose connection. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the femur cut stage in a cori-assisted ukr surgery, the system displayed a system console bad message. The quit bottom was pressed, the case was exited and then resumed the case and the message displayed for a second time ((B)(4)). Next, the quit bottom was pressed, the case was exited and the real intelligence robotic drill was disconnected and reconnected and the cutting was resumed and the cutting of the femur was finished. Additionally, when the tibia was being bur, a disconnect error message was displayed. The quit bottom was pressed, the case was exited and the real intelligence robotic drill was disconnected and reconnected and the case was resumed ((B)(4)). No significant delays (fewer than 30 minutes) were reported, the procedure was finished with the same device and no patient injuries were reported.